Event description:
The rn programmed pitocin into the appropriate guardrail settings at 0.5mu/min. Pitocin was dripping into the tubing chamber at a bolus rate despite being programmed into the pump to run at a much slower rate. The staff saw tachsystole and fetal hr deceleration and immediately d/c'ed the pump. There was no untoward affect for mother or fetus.